Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383537 and lot number 5268353. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The plugs located at the extension are not properly screwed in following manufacturing, so that during irrigation after installation, the second plug is expelled = blood flow, contamination of the plug, and possibly the nexiva device, which then requires removal and installation of a new one. Events have also been reported during irrigation after IV medication administration = blood splashing onto the healthcare provider. Additional information: the caps on the extension tubing are not properly screwed on during manufacturing, so that during irrigation after insertion, the second cap is ejected, resulting in blood flow, contamination of the cap and possibly the nexiva device, requiring removal and replacement. Incidents have also been reported during irrigation following IV medication administration, such as blood splashing on the healthcare provider. Patient injury unconfirmed. Complaint noticed: during / after use.